Event description:
Information received from the field notes that when the device was programmed to rates between 60 ppm and 110 ppm in dddr mode, the patient's rate was in the 40's. The physician was unable to reproduce the low rate under programmer telemetry.